Event description:
Patient suffered a left lisfranc dislocation earlier this year that required open reduction internal fixation to repair. Subsequent to that surgery, a screw was identified as broken that was causing pain to patient and was removed a couple of months later.